Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the lead was returned stretched, with buckling of the inner insulation and the helix was bent. The helix was able to be extended and retracted, however turns were out of specification. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).

Event description:
It was reported that during an attempted implant, the helix of the lead would not extend out during the operation. The lead was removed and replaced. No patient complications have been reported as a result of this event.